Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and found di water had leaked from reagent probe a. Fse replaced the reagent probe a wash collar vacuum valve (solenoid valve) to resolve the leak and cartridge chemistry quality control issues. No further leak and cartridge chemistry quality controls issue observed. Fse primed the instrument and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported cartridge chemistry (cc) quality controls out of range and di (deionized) water leaked from reagent probe a on their unicel dxc 600 pro instrument. The customer stated the leak was contained into the reaction wheel cover. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.